Manufacturer narrative:
Device had blank solid white lcd with vertical lines due to cracked lcd glass. No bleeding lcd glass noted. Unable to verify missing segments due to blank solid white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank solid white lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose value was 122mg/dl. Insulin pump will be returned for analysis.